Manufacturer narrative:
Visual inspection of the driver revealed the secondary motor's cam follower out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed two '2d' fault alarm code. This alarm is produced as a result of the operation of the secondary motor. Since the secondary motor was observed to be out of the bdc position, it is likely that this is the reported alarm and it was produced because of secondary motor engagement. The conditions that caused the secondary motor cam follower to move out the bdc position cannot be conclusively determined, but it is possible that it occurred due to a drop, near drop, other rough handling or a valsalva movement. The customer-reported fault alarm was unable to be reproduced during the investigation as the driver did not run on the secondary motor. Despite the observed secondary motor cam follower moved out of bdc position, functional testing confirmed that the driver functioned as intended with no evidence of a device malfunction. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. Ce 5328 follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm after the patient had a coughing fit. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.